Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected: e1 - initial reporter information.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported that patient's ipg was unable to communicate with external devices. Patient reported having an unrelated back surgery where they did not place their ipg in surgery mode. Troubleshooting was attempted by field representatives and the ipg was unable to be recovered. As a result, surgical intervention may take place at a later date to address the issue.